Manufacturer narrative:
Continuation of d10: product ID: 37761 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37751 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger is not working. Caller states it will not turn on at all and the screen is blank. Caller confirmed the desktop charger has a green light. Caller stated that they tried resetting it but that did not resolve the issue. Patient service specialist asked caller if there is any damage to the recharging cable and caller stated no. Caller was not with the patient at the time of the call to check the implantable neurostimulator (ins) battery , but confirmed to having the 37642 to do so. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the 37761. Additional information was received from the patient representative that the replace desktop charger did not resolve the issue, and the 37751 still will not power on. The caller was not with the patient to know what battery the ins was at. Pss sent an email to the local reps to transition the patient to the wireless recharger. Additional information was received from the patient representative stating that they have not heard from the manufacturing representative (rep) and a replacement 37751 will be sent. An email was sent to repair to replace the 37751 recharger.

Manufacturer narrative:
H3. Analysis of the recharger (s/n (B)(6) ) found the connector was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.